Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using a proglide device. Reportedly, the proglide had an unspecified issue; the sheath broke. Part of the sheath was stuck in the patient. An unspecified method was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: the device was returned for analysis. The reported guide break/detachment was confirmed. Additionally, the posterior foot was separated and not returned. Entrapment of the device/difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 5f sheath. Reportedly, when the proglide was attempted to be removed from the anatomy, it became stuck. A piece of the proglide broke off and remained in the patient. The separated portion was retrieved from the opposite groin via an 8f sheath. Stents were implanted to achieve hemostasis. No additional information was provided.